Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Product ID: 3889-28, lot# va0jxe2, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown. Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a fall in 2017 and was told he broke a lead. They ended up having both the ins and lead replaced on (B)(6) 2017. No further complications were reported or are anticipated.